Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the staples malformed in the staple line? Yes. Was the staple line incomplete? No, was complete if not: what caused the bleeding in the staple line? How much bleeding occurred? How was the bleeding controled? With suture. Did the patient receive any blood products? No. If yes: how was blood products did the patient receive? Was intra-op or post-op care changed for the patient? No. How was the procedure completed? With suture.

Event description:
It was reported that during a gastroplasty video laparoscopic (sleeve) procedure, after firing of the stapler with a green load there was bleeding of the suture line. Unknown how case was completed. There were no adverse consequences for the patient.